Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported through the submission of a revision implant sheet that the patient's right hip was revised. Sales rep note on the implant sheet states "revised for fracture and instability". An accolade ii stem and 36 +5 biolox ceramic head were implanted.